Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 1627487-2019-12322. It was reported that the patient is scheduled for an explant on (B)(6) 2019. The reason for the explant is unknown. No abbott rep was present for the case.